Event description:
It is reported that the patient was revised in 2010 due to an unknown reason.

Manufacturer narrative:
Eval summary: no products or photos were returned for review, so the exact conditions of the devices are unk. Neither x-rays nor operative notes were returned for review. Component fit and orientation per the surgical technique could not be assessed. In general, patient factors that may affect the performance of the components include: age, bone quality, height/weight, activity level, type of activity (low impact vs. High impact), and relevant medical history. Rehabilitation protocol and adherence thereto is unk. Cause cannot be definitively determined. Review of the device history records was not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available info, the need for corrective action is not indicated. Should add¿l substantive info be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.